Event description:
Customer's meter allegedly giving blood readings as control readings. They did not report any symptoms. There ws no evidence of an adverse event, based on the info provided. The customer contacted medical professional for advice. The customer service rep tried troubleshooting and the meter still gave control readings. The meter was replaced due to an unresolved issue.